Event description:
It was reported by the patient that she was hospitalized for three days following the vns replacement surgery due to uncontrolled seizures. The patient also indicated that she was provided with the wrong seizure medications. It was previously reported that the patient had experienced an increase in seizures due to the previous vns generator being at eos and the resulting loss of therapy, but it was unclear if the seizures following the replacement surgery were a continuation of the event or related to the surgery. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the reported seizures were likely pseudo-seizures and not true seizures according to the internist who evaluated the patient.